Event description:
A three day old baby underwent circumcision using a mogen clamp. Physician did not note anything unusual during procedure: placed clamp and pushed penis down to obtain foreskin. The physician believed she had obtained foreskin and removed foreskin. Immediately after removal, baby started bleeding. Pressure applied with surgicel. Patient transferred to nicu where it was noted that 1/3 of the glans had been removed and urethra damaged.